Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (254 mg/dl). A bolus via the pump was delivered to address bg level. During troubleshooting with tandem customer technical support (cts), the customer was instructed to disconnect at the site. It was determined that insulin was taking longer than expected to exit the tubing. In addition, the customer stated that the time was off by an hour because they did not adjust the time settings for daylight savings time. Recommendation was made by cts to change out supplies. Follow up with the customer the following morning confirmed that the customer had changed out all supplies and delivered a bolus. Subsequently, the customer's blood glucose level had lowered to 181 (mg/dl).